Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited r wave undersensing. The device was recaptured and a new position was tried but the device exhibited high thresholds and impedances. Similar results were seen after a third deployment and a clot was confirmed on the device after it was removed. A new device was asked for but before it could be deployed the patients blood pressure dropped and an echocardiogram showed a pericardial effusion. Cardiac perforation and tamponade were also noted. Pericardiocentesis was performed, however the bleeding just would not stop. After thirty five to forty five minutes of cardio-pulmonary resuscitation and transfusion they were unable to stop the bleeding and the patient expired on the table.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.